Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to tibial loosening. The tibial tray and tibial bearing were removed and replaced.